Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated to a cyberonics consultant that they had a handheld computer with 7.1 software that had a "freezing issue" that would not resolve with "a soft or hard reset". After a replacement handheld computer and 7.1 programming software were sent to site the event continued. It was concluded the event was against the wand that was not replaced. The wand was returned for product analysis that showed the wand had a serial cable with intermittent conductors. Programming software event address in MFR report number: 1644487-2007-00851.